Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See svn (B)(4) for lost sensor alarm.

Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl. The customer did not seek medical attention. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they had received a lost sensor and that the pump did not alarm the customer that they were low on blood glucose. The customer sated that they will call back to trouble shoot when they get home. No further information was provided.